Manufacturer narrative:
Complaint evaluation: the device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the energy output was low and the device experienced a charge/shock failure. There was no patient involvement.